Event description:
It was reported the patient presented to the operating room for device replacement for normal eri. During dft testing to check lead integrity, an alert for hv circuit damage and low hv lead impedance were observed. The lead was capped and replaced. There were no complications and the patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.